Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-05087. One of the patient's leads is for off-label use. It was reported, the patient has lost stimulation. An impedance check revealed high impedance. Reprogramming attempts have been unsuccessful. X-rays revealed both leads have migrated. The patient is scheduled to undergo surgical intervention to address the issue.